Event description:
It was reported that the ventilator shut down with an audible alarm while on a pt. The ventilator shut off for over 2 mins then powered back on with reset flashing. No pt harm reported.